Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.